Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule failed to attach to the patient's esophagus during an esophageal procedure. The pin came down within the channel and suction was applied for at least 45 seconds. The capsule was retrieved immediately following the attempt to deploy the capsule. A second capsule was successfully placed. No known adverse events were reported.